Manufacturer narrative:
(B)(4). P-cap / reservoir locks properly into place. Unit passed the displacement test, rewind test, prime, seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. Software error detected alarm found in the pump history (line number = 1474 and file number = 26). Problem isolated to electronic assemblies as per global logic analysis. The following were noted during visual inspection: cracked keypad overlay, pillowing keypad overlay and minor scratches on case.

Event description:
Information received by medtronic indicated that the insulin pump showed a pump error. Customer reported they were able to clear the alarm and complete insulin pump rewind. Customer also reported that the insulin pump passed self test. No harm requiring medical intervention was reported. Insulin pump was returned for analysis.